Event description:
On (B)(6) 2011, leica microsystems received a notification from the usfda that a user has submitted a voluntary user-facility incident report (report number: 1800100000-2011-8005). According to the incident report, the brake of the leica m525 oh4 microscope released itself during a surgical procedure (craniotomy).

Manufacturer narrative:
(B)(4). In order to provide the information, which was requested by usfda, investigation is currently being conducted. In addition, an on-site re-inspection of the brake will be conducted. If needed, the affected part will be returned to the manufacturer for further examination. Once results are obtained, a follow-up form FDA 3500a will be submitted to provide the analysis of the device failure, including cause of the failure, service reports, information on the frequency of occurrence and maintenance.